Manufacturer narrative:
Additional information: on february 15, 2021, mentor became aware that the patient is scheduled to undergo device removal and replacement with unspecified mentor breast implants on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4), correction: on (B)(6) 2021, mentor confirmed that the patient indeed underwent device explantation on (B)(6) 2018 (section d6b). The patient has had no implants since (B)(6) 2018 and is scheduled to undergo device implantation with new unspecified mentor breast implants on (B)(6) 2021.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that that patient is planning on having bilateral breast implatation with 595cc or 650cc mentor memorygel xtra smooth round high profile breast implants, catalog number shpx595 or shpx650 on (B)(6) 2021. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 9/11/2019, mentor received additional information regarding this event. The actual date of explantation was (B)(6) 2018. The patient underwent bilateral removal of the implants with right side lymph node removal without replacement on (B)(6) 2018. From reported information, it appears the patient¿s initial cytology results from 3/28/19 was diagnostic of bia-alcl, however, these results were not provided. The patients post explantation cytology of seroma fluid and breast capsule pathology was also consistent with bia-alcl. Per pathology, ¿the patient is status post right breast fluid aspiration demonstrating malignant cells present, consistent with breast implant-associated anaplastic large cell lymphoma. Of note, the concurrent right breast capsule specimen demonstrates anaplastic large cell lymphoma, alk-1 negative, breast implant associated. This fluid specimen reveal malignant cells, consistent with the diagnosis of alcl, breast-implant associated. Additionally, this specimen demonstrates fibrinous exudate and fragments of skeletal muscle.¿ no radiation or chemotherapy was reported. The patient is looking into reimplantation, however, does not currently have replacement implants. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: anaplastic large-cell lymphoma. Concomitant products: mentor memorygel breast implant 400cc, catalog# 3544001, lot# 7285968, serial# (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with a 400cc mentor memorygel breast implant presented with right sided effusion on (B)(6) 2018. The patient underwent unspecified procedure (likely an aspiration of the fluid) and was diagnosed with anaplastic large-cell lymphoma. The patient underwent bilateral total mastectomy and implant removal on (B)(6) 2018. Although the most common clinical presentation of breast implant alcl is effusion around the breast implant, breast implant alcl is a distinct clinicopathological entity. This case was reported by the patient¿s friend, and at the present time, there is no evidence such as operative notes, pathology result of fibrous capsule, cytological evaluation and/or oncologist report was provided thus far. This report is being submitted as an MDR in an abundance of caution.